Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2015 and suture was used. While the surgeon was suturing the dorsal vein and was pulling the suture tight, the strand broke. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.